Event description:
Affiliate reported that three devices were used for zeroing only. It was explained that the event occurred intra-operatively, however, there was a delay, but it could not be confirmed how long the delay was. As a conservative measure, this complaint is being reported.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device, it is not possible for codman to conduct a proper investigation. Since a lot number has been provided, a review of the manufacturing records will be returned. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found, then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.